Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable event of the usage of a biopsy forceps to push the stent out of the scope.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was implanted in the bile duct to treat biliary stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. On (B)(6) 2024, during a scheduled stent removal procedure, the stent was attempted to be removed using a snare. However, the stent got stuck inside the scope. A biopsy forceps was used in an attempt to push the stent out of the scope but was not able to be removed. The stent was then removed together with the scope. There were no patient complications reported as a result of this event.